Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email on (B)(6) 2018 that the insulin pump was cracked by the reservoir compartment. Customer also had an issue with the back light. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting was not performed. Product will not be returned for analysis.